Manufacturer narrative:
Lawyer-filed report- (B)(4). Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff¿s attorney that the plaintiff was implanted with an elevate anterior and apical system on or about (B)(6) 2010 with the intention of treating her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, significant mental and physical pain and suffering, emotional injury, permanent and substantial physical deformity, has planned an add¿l surgical procedure, permanent instability, loss of balance, and permanent injury.